Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration/ echogenic foci within the endometrium have the appearance of an iud (essure).'), perforation ('perforation'), device breakage ('piece of broken coil removed') and genital haemorrhage ('bleeding') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis, abdominal cramps, menorrhagia, dysfunctional uterine bleeding, endometrial biopsy, prolonged heavy periods, abnormal withdrawal bleeding and clotting disorder. Concurrent conditions included irregular periods, vaginal bleeding, uterine fibroids, cramp in lower abdomen and endometriosis. Concomitant products included oral contraceptive nos since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("excessive abdominal bloating"), pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (d & c hysteroscopy with removal of broken essure coil).). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, perforation, device breakage, genital haemorrhage, abdominal distension, pelvic pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, device breakage, device expulsion, dyspareunia, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: cervix was gently dilated in order to accommodate a was noted to contain essure coil with another piece of essure coil most likely from the other side tangled with it. A grasper introduced through the operating channel of the hysteroscope, and the broken piece of essure coil entangled and removed. Surgical pathology report: features are suggestive for chronic endometritis, clinical correlation recommended. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2017: heterogeneous appearance of the myometrium with a focal, 3.5 cm fundal fibroid seen to the right. An iud appears to be present, eccentrically placed towards the left- essure coils. Normal appearing left ovary. 2.2 cm cystic lesion in the right ovary; on (B)(6) 2017: fibroid uterus with the stable size and appearance of the fibroid in the posterior wall. Endometrium measures normal thickness but is not entirely visualized and appears irregular and was displaced by the fibroid. Patient denied having an iud but echogenic foci within the endometrium have the appearance of an iud (essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, bloating and bleeding concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration/ echogenic foci within the endometrium have the appearance of an iud (essure).'), perforation ('perforation'), device breakage ('piece of broken coil removed') and genital haemorrhage ('bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis, abdominal cramps, menorrhagia, dysfunctional uterine bleeding, endometrial biopsy, menses irregular with excessive bleeding, abnormal withdrawal bleeding and clotting disorder. Concurrent conditions included irregular periods, vaginal bleeding, fibroid uterine enlarged, cramp in lower abdomen and endometriosis. Concomitant products included oral contraceptive nos since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("excessive abdominal bloating"), pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (d & c hysteroscopy with removal of broken essure coil).). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, perforation, device breakage, genital haemorrhage, abdominal distension, pelvic pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, device breakage, device expulsion, dyspareunia, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: cervix was gently dilated in order to accommodate a was noted to contain essure coil with another piece of essure coil most likely from the other side tangled with it. A grasper introduced through the operating channel of the hysteroscope, and the broken piece of essure coil entangled and removed. Surgical pathology report: features are suggestive for chronic endometritis, clinical correlation recommended. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: heterogeneous appearance of the myometrium with a focal, 3.5 cm fundal fibroid seen to the right. An iud appears to be present, eccentrically placed towards the left- essure coils. Normal appearing left ovary. 2.2 cm cystic lesion in the right ovary; on (B)(6) 2017: fibroid uterus with the stable size and appearance of the fibroid in the posterior wall. Endometrium measures normal thickness but is not entirely visualized and appears irregular and was displaced by the fibroid. Patient denied having an iud but echogenic foci within the endometrium have the appearance of an iud (essure). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, bloating and bleeding concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.